Event description:
A reporter called to report that he has a freestyle libre 14-day pump. He said his sensor failed twice. He said the first time he contacted the manufacturer when he was having issues which was a month ago, they sent him a replacement sensor. He said the sensor worked. Once again another sensor he used yesterday failed. He said it is very annoying to go through these kind of experiences since he really relies on this device for his life. He said he is upset by the information he was told by the abbott people that the device has 30% failure rate. He said he felt morally obligated to report these issues, so other people don't have to go through it too.